Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this left ventricular lead, with a non boston scientific device, high out of range pacing impedance values were exhibited. The physician was able to reposition the lead during the implant procedure and located a position with favorable measurements, in all but one system vector. The physician was satisfied with this location and the procedure completed. Additionally, it was reported that mineral oil was needed to assist with lead header, tip insertion. To date, the lead remains implanted and in service. No resulting adverse patient effects were reported either during or post implant.